Manufacturer narrative:
The patient¿s system controller event history was reviewed and low speed hazard alarms were observed. During these events, the pump power was elevated to as high as 12.1w. Prior to and after the low speed events, the pump parameters were within normal operating limits. A specific cause for the low speed hazard alarms could not be conclusively determined. The patient remains ongoing on vad support with the pump and no further events have been reported. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 5 years post-implant, it was reported that the patient experienced an intermittent alarm and a ¿grinding noise¿ coming from the pump. Within a few seconds, the alarm had resolved and all parameters were reported to be normal. The patient was admitted into the hospital for evaluation. The patient¿s percutaneous lead (lead) was visually inspected. An x-ray was taken and the percutaneous lead appeared to be normal. The patient did not have any further alarms or grinding noises from the pump and his blood parameters were reported to be within normal limits.

Manufacturer narrative:
The patient's weight was not reported to the manufacturer. The approximate age of the device is 5 years. The device remains implanted and in use by the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.